Event description:
It was reported that balloon rupture occurred. Vascular access was via contralateral approach. The target lesion was located in the right superficial femoral artery. A 6.0 x 200, 135cm mustang was advanced for dilatation. During second inflation at 20 atmospheres for 30 seconds, the balloon ruptured in a pinhole form. The balloon was removed using normal method without issue. Another mustang balloon catheter was advanced, however, it was noted that vessel recoil occurred. The procedure was completed with a different device. No complications were reported, and the patient was in good condition.